Manufacturer narrative:
This issue is currently under investigation.

Event description:
The standard treatment couch of the cyberknife suddenly tilted in the pitch axis with a patient on it due to an axle which slipped out of its housing. The foot end of the couch rotated downward. There was no patient injury reported.

Manufacturer narrative:
The standard treatment couch (stc) of the cyberknife suddenly tilted in the pitch axis with a patient on it due to an axle which slipped out of its housing. The foot of the couch rotated downwards and was constrained from further motion by the couch structure. Patient did not fall off the couch. No injury was reported. The roll shaft migrated axially, disconnecting from the support bushing. This allowed the shaft and table to pitch. This system is 12 years old and the set screws likely became loose over time allowing the shaft to migrate. In conclusion, vibration and/or loosening over time are expected root causes. The shaft was reconnected to the bushing and the set screws used to prevent axial motion were torqued to manufacturing specifications. A risk analysis was completed and determined the risk is reasonably reduced as far as possible (afap). No further actions are required.